Event description:
It was initially reported that the physician's handheld sometimes freezes on interrogation successful. The physician would press the power button and was able to continue using the handheld and was able to interrogate the patient. The screen freeze is not a constant issue so there is no plan for product return.